Event description:
The customer stated the rubella calibration failed on the axsym analyzer. The abbott customer service technician (cta) sent the customer replacement rubella calibrators and reagent. On a follow-up with the customer it was noted that despite receipt of the new calibrator and reagent, the calibration still failed. The cta recommended decontaminating the 3 lines, checking the rinse volume, cleaning the optical line and then recalibrate. This resolved the issue. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.